Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative:. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and lens rotation. Reportedly, "lens was repositioned, but the next day it rotated again." Cause of the event is unknown.